Event description:
It was reported that the ventilator generated three technical errors while it was connected to a patient and it stopped ventilating. The technical errors indicated disabled valves, an expiration channel failure and a communication failure. The patient desaturated to an unknown level. The ventilator was disconnected and the patient was bagged. The ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer's ref. #: 617502.

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for disabled valves, ventilation error and communication error and stopped ventilating. The service engineer replaced the expiratory channel pc board and returned it for investigation. The ventilator was returned to the customer and released for clinical use after passed functional tests. The evaluation of received device logs confirms the generation of the reported technical error codes once on april 11, 2022 and stop of ventilation. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. The returned expiratory channel pc board was tested in the reference ventilator without any fault being detected. Two pre-use check passed and simulated use test ventilation ran for six days without any deficiency noted. Previous investigations of similar events have shown that flash memory on the breathing control pc board on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented software release v4.4. A field action to upgrade ventilator software began in june 2022.

Event description:
Manufacturer's ref #: (B)(4).